Manufacturer narrative:
Summary of event: as reported, a bakri tamponade balloon catheter was used for a patient with a uterine laceration, and the patient later underwent a hysterectomy. The patient delivered her first baby via cesarean section. The reason for surgical delivery is unknown, although the patient was reportedly fully dilated prior to the c-section. After closure, heavy vaginal bleeding was noted. The patient was given oxytocic medications, bimanual compression was performed, and cervical sutures were placed to control bleeding; however, the interventions were unsuccessful. The cook bakri balloon was then inserted without ultrasound guidance. The inflation volume was not recorded and is unable to be recalled. Vaginal packing was inserted. Bleeding initially stabilized; however, the physician was called back to the hospital for hemodynamic instability and increasing abdominal distention. A laparotomy was performed, reportedly finding approximately six liters of blood within the peritoneal cavity. The user then placed additional uterine sutures to the left angle of the cesarean incision and a b lynch compression suture was placed. Bleeding continued, and a hysterectomy was performed. After the hysterectomy, the uterus was opened and a laceration was discovered, extending from the left angle to the posterior uterus and into the cervix. Per the reporter, the laceration occurred prior to placement of the bakri balloon. There has been no alleged malfunction of the cook bakri device. Investigation- evaluation: reviews of the instructions for use (IFU) and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. Cook has not received a complaint for a similar product and a similar failure mode in which the complaint product was returned for physical examination. Cook could not complete a review of the device history record (DHR) due to a lack of lot information from the user facility. Cook could not complete a complaint history search of other complaints associated with the complaint device lot number due to lack of lot information from the user facility. The current IFU for the bakri device states that the intended use of the device is to provide temporary control or reduction of postpartum bleeding when conservative management is warranted. The IFU warns that the device is indicated for use in the event of primary postpartum hemorrhage within twenty-four hours of delivery. The IFU instructs that prior to placement, the uterus should be free of all placental fragments and the patient should be evaluated to ensure that there are no lacerations or trauma to the genital tract and that the source of bleeding is not arterial. The IFU instructs the user to determine the uterine volume by direct or ultrasound examination and to confirm placement with ultrasound after inflation. The maximum inflation volume, per the IFU, is 500ml. The IFU warns against over-inflation. Contraindications include, but are not limited to, arterial bleeding requiring surgical exploration or angiographic embolization and cases indicating hysterectomy. The IFU states that a b-lynch compression suture may be used in conjunction with the bakri balloon. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. The complaint was confirmed based on customer testimony. Cook concluded that off-label use contributed to this incident. The bakri was placed for continued hemorrhage after administration of oxytocic medications, cervical sutures, and bi-manual compression of the uterus. Ultrasound was not used to place the device, and the inflation volume is unknown. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report since previous MDR was submitted.

Manufacturer narrative:
Customer name and address= phone: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, a bakri tamponade balloon catheter was used for a patient with a uterine laceration, and the patient later underwent a hysterectomy. The patient delivered her first baby via cesarean section. The reason for surgical delivery is unknown, although the patient was reportedly fully dilated prior to the c-section. After closure, heavy vaginal bleeding was noted. The patient was given oxytocic medications, bimanual compression was performed, and cervical sutures were placed to control bleeding; however, the interventions were unsuccessful. The cook bakri balloon was then inserted without ultrasound guidance. The inflation volume was not recorded and is unable to be recalled. Vaginal packing was inserted. Bleeding initially stabilized; however, the physician was called back to the hospital for hemodynamic instability and increasing abdominal distention. A laparotomy was performed, reportedly finding approximately six liters of blood within the peritoneal cavity. The user then placed additional uterine sutures to the left angle of the cesarean incision and a b lynch compression suture was placed. Bleeding continued, and a hysterectomy was performed. After the hysterectomy, the uterus was opened and a laceration was discovered, extending from the left angle to the posterior uterus and into the cervix. Per the reporter, the laceration occurred prior to placement of the bakri balloon. There has been no alleged malfunction of the cook bakri device.